Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had water damage and a partial display. Customer stated they had the pump in their pocket and has a "blue ink spot." Customer stated there was water leaking on the pump. Customer stated the pump was neither dropped nor bumped. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.